Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed undersensing, loss of capture, and oversensing noise on the right ventricular (rv) lead. Device interrogation revealed high pacing impedance and low defibrillation impedance on the rv lead. The rv lead was found to be dislodged due to twiddler's syndrome. During lead revision, the rv lead helix was unable to be extended or retracted. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
H6 - manually adding medical device problem codes of "difficult to fold, unfold or collapse" and "retraction problem".

Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome, noise, failure to capture, sensing anomaly, high pacing impedance, and low defibrillation impedance. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual and x-ray examinations found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported events of noise, failure to capture, sensing anomaly, high pacing impedance, and low defibrillation impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.